Event description:
Siemens specifications are out of date and are only appropriate for 2d scans. Specification for tomosynthesis tolerance, as specified in their guide, is constructed for less than full of the breast volume scanned. However, the manual states it will construct the full breast volume. FDA safety report ID (B)(4).